Manufacturer narrative:
H4 device manufacture date, corrected data: initial report inadvertently left out manufacturing date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient reported that their generator was sagging and pulling on the lead so when they underwent a generator replacement, the surgeon elevated the new generator to relieve some of the tension on the lead. Product return and device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.